Manufacturer narrative:
(B)(4). Approximate age of device ¿ 75 days. The pump remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported gi bleeding could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for gi bleeding. The patient's hemoglobin was 6.6 g/dl and the patient was transfused with 2 units of packed red blood cells. On (B)(6) 2015, the patient was discharged. A capsule endoscopy was performed at an unspecified time and bleeding was found in the patient's jejunum. On (B)(6) 2015, an outpatient procedure was performed and the area was cauterized with an argon beam. No additional information was provided.

Manufacturer narrative:
It was noted that the conclusion codes were inadvertently omitted from the initial medwatch report.